Event description:
When creating a plan in plato bps version 14.3.3, 14.3.5, 14.3.6, and 14.3.7 incorrect dose percentages are being displayed in the points window when creating of moving points in a CT slice. Dose in patient points should be correctly calculated and displayed if a patient point is added or moved in a CT image. As a result, plans can be incorrectly evaluated unless re-prescription is performed.

Manufacturer narrative:
In july 2008, a bulletin describing the condition when incorrect dose values might be displayed was distributed to users of plato bps v14.3 - 14.7.